Event description:
Caller states that patient tested 4.7 inr on the device while the lab read 3.6 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.